Manufacturer narrative:
A visual inspection was performed on the returned device. There was no visible damage noted on the guidewire and dispenser coil. There was no peeling nor delaminating polymer coating noted in the returned guidewire. The reported peeled/delaminated could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. In this case, the reported difficulty was unable to be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during unpackaging the ht command 14 guide wire from the hoop, the tip of the wire was noted exposed, like it wasn¿t completely covered by the coating. It was not clear if it was the teflon or polymer which was missing. Another ht command 14 wire was used to complete the procedure there was no device use or patient involvement, and there was no clinically significant delay in the procedure. No additional information was provided.